Event description:
The customer reported that the knob control on the s8-3t was defective. The issue was discovered prior to the procedure. The field service engineer confirmed that there was no reported injury or safety concern.

Manufacturer narrative:
Although requested, the s8-3t transducer has not yet been received for further evaluation.additional information will be provided once the device is returned and evaluation is completed.

Manufacturer narrative:
Device was returned to the vendor for analysis. Investigation concluded a broken steering cable caused the mechanical failure. This is a known issue which has been addressed by the vendor through a supplier corrective action.